Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the back, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient was found unconscious. An ambulance was called, when the paramedics arrived the bg reading was 0.3 mmol/l decreasing and the cgm reading 9.3 mmol/l. The paramedics treated the patient with oral glucose gels and the bg reading was 1.0 to 2.0 mmol/l. The patient was taken to the hospital and was admitted for 2 and a half hours. The patient was discharged in the evening with a bg reading of 23.6 mmol/l. At the time of the report the patient was feeling awful. At the time of the follow up the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid for 10/24/2024. The data investigation found a difference in values that fall within the c zone of the parkes error grid for 10/23/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.